Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 534mg/dl. Troubleshoot was conducted. The customer changed out the set and conducted a bolus. The customer will be sending back set for analysis, and receiving replacements.